Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys/ expiration date: 28-feb-2023 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation no. Dev rtn to MFR? No. Mfg date: 01-oct-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) after deployment the patient experienced a drop in blood pressure. An ultrasound was performed and a pericardial effusion was noted as well as perforation. A pericardial tap occurred and the leadless ipg was implanted successfully. No further patient complications have been reported as a result of this event.